Event description:
During a training / in-service by a zoll representative, the device displayed "defib fault 85", "pacer fault 116", and "pacer disabled" messages. The complainant indicated that there was no pt involvement in the reported malfunction.